Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach during an interventional procedure. The physician was certified to use the device. Angiography confirmed femoral artery suitability with appropriate insertion angle and vessel diameter =5 mm. There was no visible calcium or plaque, no stent near the puncture site, no stenosis >50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the device to the sheath, and a non-cordis catheter sheath introducer was used. The deployment button was fully depressed, and the device and sheath were removed as a single unit. Upon removal, the plug was not deployed and was partially out of the shaft. The indicator wire remained visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.